Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen is very short (less than 4 years), although the settings do not appear to be energy-consuming.